Manufacturer narrative:
Unit received with blank display due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. Unable to verify display anomaly or medtronic logo anomaly due to blank display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, peeling end cap address label, moisture damage on motor home switch, corrosion on force sensor assembly and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 90 mg/dl at the time of the incident. Insert battery alarm did not display on the pump screen. Pump display did not return after completed troubleshooting steps and restart. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.